Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 210 mg/dl. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No blank display noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.